Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device such as serial number. This MDR will be refiled in the event the product involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. [Reference: complaint # (B)(4).

Event description:
On 04/24/2024, infutronix received a report that a pump had power issue - device powers self off. Patient woke to a pump that was powered off. New infusion was the only option. The infusion cannot resume without causing delay in treatment. No patient was harmed. Device was requested to be returned.